Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter was inserted into the patient. After 4 days of treatment, the pump alarm a helium gas leak. When a syringe was used to withdraw gas from the helium gas pipeline, a large amount of blood was found. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter was inserted into the patient. After 4 days of treatment, the pump alarm a helium gas leak. When a syringe was used to withdraw gas from the helium gas pipeline, a large amount of blood was found. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was noted tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iab central lumen was noted at approximately 24cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0073in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve passed. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute accor ding to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspira-tion, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 23.5cm from the distal tip. The leak site was con-sistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 12cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 30cm from the iabc luer. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The de-vice passed all manufacturing specifications prior to release. The reported complaint for "blood was found" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the catheter was inserted into the patient. After 4 days of treatment, the pump alarm a helium gas leak. When a syringe was used to withdraw gas from the helium gas pipeline, a large amount of blood was found. The catheter was immediately removed". Additional informaiton states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".